Manufacturer narrative:
The referenced device was returned to olympus for service/evaluation. The customer¿s reported problem was not confirmed, the image displayed appropriately with olympus test equipment. A visual inspection observed a deformation/kink in the cable unit and the charged coupled device (ccd) unit has a dead pixel. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer autoclavable camera head reportedly has a no image malfunction, ¿no image when plugged in not working.¿ the problem was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was manufactured in 2003. The specific month and day are unknown. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image was due to the cable being broken. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5, that was obtained from the customer.

Event description:
Additional information was received from the initial reporter noting that the reported event (no image) occurred during an unknown procedure. However, the procedure was completed with out delay. There was no patient harm or consequence reported as a result of the event.